Event description:
It was reported the patient experienced overstimulation, pain, and pulsating in their head when the implantable neurostimulator (ins) battery got low. The patient had experienced this twice in the last four months. Coupling issues were reported and it was getting more difficulty to sync with the ins using the patient programmer. The patient was able to turn the ins off and charge the ins a bit. Usually, the patient recharged every two weeks. The patient had not seen a healthcare professional since implant. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).